Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, six days following implantation, the patient experienced a deep vein thrombosis. The provided case report forms have been reviewed and did not provide any insight to the root cause of the reported, however dvts are a recognized post-surgical complication. Per the adverse event form the patient outcome was documented as ¿recovering/resolving.¿ since no further harm is anticipated, no further clinical/medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during a clinical study, after a tka performed on (B)(6) 2021, the patient experienced a deep vein thrombosis. The patient required medication therapy. No other complications were reported. The patient outcome is unknown since this is an outgoing event.